Event description:
It was reported to boston scientific corporation in 2008, that an ultraflex precision colonic stent system was placed three days prior. According to the complainant, during the procedure, "there was difficulty maneuvering the ultraflex stent delivery system through the stricture." The device was replaced and completed with a wallflex enteral colonic stent. There were no patient complications reported as a result of the event. The patient 's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.